Event description:
As reported by the customer to novartis consumer health in another country, in 2006, an ICU pt at hosp in another country, rec'd over a four hour period, 800 ml of isosource hn tube feeding formula, when the pump was set at 65 ml per hour. The administration set was accidentally dislodged from the pump by a disoriented pt. The customer confirmed that the pump was not on and the roller clamp was not closed during the time of the incident. The pump used was item 199235e manufactured by novartis nutrition corp ("nnc"). Pump did not free flow alarm and nursing staff did not notice the free flow situation. Customer reported both manual and sticker on side of pump indicated that a visual and audible alarm should have sounded during a free flow situation. No adverse event occurred with the pt due to this incident.

Manufacturer narrative:
Testing of the pump verified that an alarm did not sound for free flow; this is because the pump software was not designed to alarm during free flow. Investigation of incident found that the pump used during the incident was manufactured in 1997 for sale outside the USA with software version 2.15. Pumps, for sale outside the USA manufactured more recently have had a software change to include a free flow alarm. Even with the newer software, the alarm will sound only when the pump is turned on. In this case, the pump was off when the incident occurred. In addition, the roller clamp on the administration set was open, the set was attached to the feeding tube of the pt even though enternal feeding was not in process, and the tubing came loose from the pump. These facts suggest user error. A sticker present on the pump indicated that a free flow alarm would occur in the event of a free flow situation. However, it is not the original sticker that accompanied the product after manufacture by nnc, and the sticker was not properly placed on the pump since it does not have a free flow alarm. Nnc believes that this sticker (used with more recent versions of pump software) was mistakenly placed on the pum during servicing by someone other than nnc. This pump was not on the asset list of the health care facility using the pump, so it had not been serviced routinely by the hosp. A sticker found on the side of the pump indicated that in 2002 it was serviced by ge healthcare. In addition, it was serviced by a third party agency in another country. It was not serviced in the USA, nor was it serviced directly by nnc.